Event description:
It was reported that the user experienced two infusion set occlusions while using an inset 23" infusion set, with delivery restored only after changing supplies. The caregiver did not have information regarding the second occlusion episode, as it occurred some time before the family left for vacation, and no other details were provided. Blood glucose was unaffected. Outcomes included the need to replace infusion sets and shipment of replacement supplies. Investigation included a review of complaint details and verification of product information with the family. Investigation of this case revealed that at least one occlusion was documented and consistent with an infusion set blockage. It was concluded that the event was related to an infusion set occlusion, with resolution following supply change.